Event description:
The customer reported that an error code appeared during the procedure, prompting the user to test the u/s handpiece. The doctor attached a tip and retried the tuning test, but was not successful. The customer replaced the handpiece and rebooted the system, but the error code did not clear. The cusotmer replaced the handpiece, performed the tuning of the handpiece, and completed the operation. There was no reported impact to the pt. The customer cancelled the last operation of the day.

Manufacturer narrative:
A company service representative examined the system and replaced the us control pcb (printed circuit board). Investigation, including root cause analysis is in progress.